Event description:
It was reported that one day post vena cava filter implant, the pt presented with back pain. X-ray imaging demonstrated the filter was slightly tilted 13 degrees; however, the filter was left in place due to infrarenal ivc clot. During the scheduled filter retrieval 43 days later, a detached filter arm was identified. The filter and detached arm were successfully removed from the pt. Pt is reported to be well and asymptomatic.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.